Event description:
It was reported when using the bd vacutainer® naf 6.0mg na2edta 12.0mg plus blood collection tube the stopper was difficult to remove. This event occurred (B)(4) times. The following information was provided by the initial reporter. The customer stated: "the internal stopper of the tube does not remove with the preanalytical, the rubber stopper remains and breaks the needle of the instrument when it enters the tube."

Manufacturer narrative:
H.6. Investigation summary: bd did not receive samples or photographs from the customer in support of this complaint. 30 retains from lots 2339878 and 2237466 were sent to franklin lakes for r&d testing, lot 3016478 was not available for testing. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd was unable to duplicate or confirm the customer¿s indicated failure mode based on the r&d retained samples (60) test results. Additionally, the ongoing investigation into customer closure separation (decapping) failures has made progress in the last few months. Bd performed a thorough investigation into this issue utilizing root cause analysis tools. Bd identified two potential root causes, and product was manufactured under different experimental conditions to evaluate the potential causes. The product samples were tested to verify key factors in production that may contribute to the separation of the cap from the stopper in automation lines delivering tubes to analyzers. During root cause analysis sessions and testing, bd identified our internal testing method for stopper function required improvement to better reflect the dynamics and forces seen at the decapping step in tube automation lines. This method has been released and continues to be tested in parallel with historic methods to verify effectiveness in replicating the field failures. To date it has been able to better reflect the performance seen at our customer sites and we are moving to fully validate it for use on our design specifications in the future. To date bd has not been able to identify a definitive root cause, but our r&d team will continue to investigate complaints for this defect. A complaint history review was conducted, and no trends were identified. Based on the severity and occurrence rate of this issue no corrective action will be taken at this time. Complaints received for this device and reported conditions will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 3016478, medical device expiration date: 2024-05-31, device manufacture date: 2023-01-16. Medical device lot #: 2339878, medical device expiration date: 2024-03-31, device manufacture date: 2022-12-05. Medical device lot #: 2237466, medical device expiration date: 2023-12-31, device manufacture date: 2022-08-25. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® naf 6.0mg na2edta 12.0mg plus blood collection tube the stopper was difficult to remove. This event occurred 52 times. The following information was provided by the initial reporter. The customer stated: "the internal stopper of the tube does not remove with the preanalytical, the rubber stopper remains and breaks the needle of the instrument when it enters the tube."